Event description:
It was reported the patient presented in the emergency room. Upon interrogation, it was discovered the right ventricular lead exhibited a failure to sense. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition before, during, and after the surgery.